Event description:
It was reported that the patient's hip was revised due to shell loosening and a broken screw. The shell, screw, head and liner were revised. Rep confirmed there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.